Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: the black box data from the date of the alleged issue occurrence was overwritten due to continued pump usage. The review of the available black box data showed no occlusion alarms. During the actual testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration check confirmed that the sensor was detecting correct force. In addition, the pump was exercised for 24 hours with no occlusions occurrences. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (random) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.